Manufacturer narrative:
(B)(4). Concomitant medical products: 00875201836, it xlpe liner, 63235047; 00875706802, shell with multi holes porous 68 mm, 63616005. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 02437.

Event description:
It was reported that during a total hip revision procedure, while attempting to seat the liner into a new cup, it would not seat properly and sat eccentric. Screws and tissue were checked, with no issues noted. Liner still sat proud on second attempt. A second liner was attempted with the same results. Screws were re-tightened and a shorter screw was implanted, however this did not correct the issue. Lastly, a third liner was opened and cemented into place to complete the procedure. There was an hour delay as a result. No further patient complications were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.